Event description:
A medtronic (B)(4) reported the ups was beeping during startup of the stealthstation treon, but the system started anyway. After some time the system switched on and off by itself. The client didn't switch the system off so it had been switching on and off for almost two days. On arrival the rep found out that the ups was overheated and a lot of dust was in the cabinet as well as inside the computer and other power supplies. After replacing the ups and removing all the dust, the system started up and the camera switched on but there was no communication with the camera. No patient was present at the time of alleged malfunction.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The system's position sensor unit (psu) was returned to the manufacturer for evaluation. Tracking was found to be normal throughout the volume during functional testing returning good geometry values. However, the psu failed the accuracy assessment kit (aak) test at 1.63 mm with above normal line separation of 1.66 mm. The psu is out of calibration. A second set of tests confirmed the initial results. Due to the age and poor condition of the psu it will not be repaired and returned to inventory. After replacement of the uninterruptible power supply (ups) and the position sensor unit (psu) a.k.a. Camera, the issue was resolved.